Event description:
During a gasserian gangliolysis procedure, there were impedance issues with the generator and the procedure was cancelled. During sensory stimulation, the impedance reading was "o/c". The connections were checked and the generator was restarted but the impedance read 1000 ohms and quickly changed to "o/c". Additional troubleshooting was performed but the impedance fluctuated between 200-400 ohms, so the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
No conclusion code available. The neurotherm generator was connected to an external power source and powered on successfully. During lesion simulation, there were unstable impedance levels and voltage drops which was isolated to a faulty upper assembly. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to faulty upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures.